Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an undisclosed date and an unknown mesh was implanted. It was reported that the patient experienced undisclosed injuries. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2007 and tvt-o was implanted concurrently with anterior and posterior repair with sis graft and intravaginal sacropexy. It was reported that she experienced vaginal bleeding. It was reported that patient underwent mesh excision on (B)(6) 2008 and on by dr. (B)(6) due to erosion of posterior vaginal mesh, cystocele, and stress incontinence at (B)(6)medical center. It was reported that patient underwent mesh excision on (B)(6) 2008 by dr. (B)(6) due to eroded mesh, stress incontinence, and failed mesh at (B)(6) medical center. No additional information was provided.